Event description:
Pt had reported that their meter was not powering on and due to that they went to their doctor's office. Pt mentioned that their meter had stopped powering on just the day before. They had received "normal result" in the eventing. The next morning when they had attempted to test, their meter would not power on. They then took their meter to the pharmacy, who helped them change the battery in the meter. But the issue still persisted. They then went to their doctor's office around 9am to have their blood glucose level checked. Pt was dizzy at the time. The doctor's meter result was 269 mg/dl. They were given their set amount of insulin, and also additional insulin "because the result was this high". Pt also stated that they were given the set amount since they had not taken any insulin that morning. The power issue was not resolved with troubleshooting. Therefore, this case is reported as an adverse event since the pt suffered a serious injury due to the meter malfunction. Pt also mentioned that they have already received the new meter and are very satisfied with the results.